Event description:
It was reported that while attempting to insert an intra-aortic balloon (iab), there was resistance when trying to advance the sheath and dilator. The doctor pulled the sheath and dilator back, and noticed that the tip of the dilator was split. The hospital staff opened another iab in order to get a second dilator from the insertion kit portion. During the second attempt at insertion with the new dilator over the guidewire, the doctor again noticed resistance when trying to advance into the patient. He pulled the sheath and dilator back and noticed that the tip of the dilator was sort of "crumpled in". The hospital staff opened a third iab kit to use the dilator from the insertion kit portion. This attempt to advance a third dilator was successful. Therapy was able to be provided. There was no patient harm or adverse event reported. This report is for the 2nd iab. A separate report has been submitted for the 1st iab mfg report number 2248146-2024-00321.

Manufacturer narrative:
Occupation: msn, rn, cnor, shvi or/ main or cardiovascular team. Additional initial reporter: dr. (B)(6). The devie has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Manufacturer narrative:
Gfe response received - updated field(s): sex date of birth age at time of event / age units (patient) weight. / weight (units) serial # / lot # manufacture date / exp date the devie has been returned to the manufacturer but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
The dilator was returned loose with blood on the component. The iab was returned unused. The dilator tip was observed to be split. No damage was observed on the sheath. The dilator was measured and found to be dimensionally within specification. Photos were provided and reviewed. The evaluation confirms the reported damaged dilator tip. We are unable to determine how this may have occurred. We are unable to confirm the reported difficulty to advance sheath because we are unable to mimic the clinical setting. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).